Manufacturer narrative:
Initially it was reported that a hemostatic valve separation issue occurred. The bwi product analysis lab received the device for evaluation on 10/20/2020 and observed on 10/21/2020 that the device was returned in the condition reported as the hemostatic valve was found dislodged inside of the hub. This returned condition remains assessed as an MDR reportable issue. The investigation summary was completed on 10/23/2020. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve was leaking after the dilator was removed. The sheath was exchanged with a non-biosense webster, inc. Sheath, and the procedure was continued. The part did not break or separate. The sheath was used on the patient. No air entered the patient¿s body. The issue did not require percutaneous or surgical removal. The hemodynamics was not compromised due to bleeding. Approximately 10-15ml of blood was lost. No medical intervention was required to stop the bleeding. There was no report of patient consequence. An analysis was performed on the pictures that were provided by the customer. According to pictures, the hemostatic valve was observed folded inside the hub. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The returned device was visually inspected and the hemostatic valve was found dislodged inside of the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, since a microscope testing was performed and evidence of mechanical damage was observed on the hemostatic valve. This damage also suggests that they tried to introduce the dilator in a not straight position as indicated on the odp. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. (Bwi) product analysis lab (pal) received a picture for analysis. The photograph investigation was completed on 10/1/2020. According to picture provided by the customer, the hemostatic valve was observed folded inside the hub. A device history record was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed from the photo analysis. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve was leaking after the dilator was removed. The sheath was exchanged with a non-biosense webster, inc. Sheath, and the procedure was continued. The part did not break or separate. The sheath was used on the patient. No air entered the patient¿s body. The issue did not require percutaneous or surgical removal. The hemodynamics was not compromised due to bleeding. Approximately 10-15ml of blood was lost. No medical intervention was required to stop the bleeding. There was no report of patient consequence. The event was assessed as an MDR reportable hemostatic valve separation issue.